Event description:
It was reported that while using the ips e.max press that there was a label issue. The following information was provided by the initial reporter: we found that mat#626310 batch# 3020994 are labelled as ccl instead of cll for all the boxes, pouches and tubes. I believe those 3000 tests of the same batch stored at bd with the wrong label as well.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the ips e.max press that there was a label issue. The following information was provided by the initial reporter: we found that mat#626310 batch# 3020994 are labelled as ccl instead of cll for all the boxes, pouches and tubes. I believe those 3000 tests of the same batch stored at bd with the wrong label as well.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.